Manufacturer narrative:
(B)(4). Batch # n93757. The analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the device fired scissored clips. It was unknown if there were any successful firings. Procedure was completed with another device of the same product code. There were no patient consequences reported.